Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional test was performed and passed relevant tests but failed serial number verification. An internal visual inspection was performed and failed due to water damage. The receiver log was downloaded and hw fault and alert system check fail observed in receiver log. An unexpected receiver shutdown was not found within the investigation window. The allegation was not confirmed. However, an error icon was found in connection to the reported allegation. The probable cause of the error icon could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.